Event description:
It was reported that the driving cap was impacted and broke during a tibia fracture procedure. The nail was placed, but the surgeon was not satisfied with the reduction, so he wanted to revise. When backslapping the nail, however, the cap broke. No reported patient harm or surgical time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: one of the following was received: driving cap (part # 03.010.475 / lot # 7719678 / mfg location: (B)(4)/ mfg. Date: 02/2012). The returned device shows significant use during its nearly 3 year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was not returned. The returned device is used to insert tibial nails, rather than extract them. Damage was likely a result of the method of use when using the device to extract a nail. A visual inspection, functional test, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is used tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is not intended for removing nails and a separate device (extraction screw) is provided for that purpose. This complaint condition is most likely due to method of use when the device was used to remove a nail. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufactured in (B)(4) on february 20, 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.